Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4) 2010, for investigation. A visual inspection revealed that the jaws were very burnt and charred. The device was very bloody. Based upon the visual observations test, the reported complaint for "device never activated" could not be confirmed, as the device had signs of usage. A lot history record review was completed for the returned product lot number. There was no non-conformance which could be attributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system unit never activated. There were no pt effects. The case was completed using another vasoview hemopro endoscopic vessel harvesting system. The product was returned.